Manufacturer narrative:
No product discrepancies were identified with the returned devices. No evidence of tampering was evident and the plate was functional when reassembled. This appears to be an isolated incident and no conclusion can be made. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
It was reported the 40mm plate was implanted and then the surgeon noticed the two middle sections of the plate did not look attached. The plate was removed from the pt and a 42mm plate implanted using 4.5mm rescue screws. When the 40mm plate was put on the table it fell into two separate pieces. There was no pt impact.